Event description:
The customer contacted nephron pharmaceuticals corporation regarding product complaint on (B)(6) 2013. The customer reported that the silver piece from the ez breath atomizer fell into his mouth during use. No add'l info is available at the time of this report since attempts to contact the customer were unsuccessful.